Manufacturer narrative:
(B)(4). A sample was returned for evaluation. During visual inspection there were no defects observed. The functional test was performed. The tip protector was removed and the slide clamps were open and closed. The set was connected to an extension set and a solution bag. Then the solution was primed through the set. The unit had satisfactory results during the functional and pressure test at 8psi. No leaks were found. However, the batch review performed at the (B)(4) manufacturing plant contained deviations. The product requires 100% pressure test as part of the manufacturing process. During the 100% pressure test, there were leaks at the y -junction vinyl. The cause of this condition was not identified. The baxter (B)(4) manufacturing plant took corrective/preventive action to notify the manufacturing representative for the relevant manufacturing area (cell) of this reported issue.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The customer reported to baxter (B)(4) one (1) y-type cath ext set/male luer adapter in which the tubing was leaking at one of the connections in the "y" split. The process step is during use; patient injury or involvement is unknown; medical intervention is unknown. No additional information is available.